Manufacturer narrative:
Investigation summary: a 2000e-04 sample was received for investigation with an opened packaging from lot 20076576. Additionally a bd 10ml posiflush sp syringe was received connected to the sample to assist the investigation. A visual inspection of the 2000e-04 sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by flushing with the bd posiflush syringe; no occlusion or flow restrictions were identified during flushing. Furthermore, the 2000e-04 sample was connected to a bd 10ml luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; again no occlusion was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076576 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: connector opened and placed on cannula, unable to push a flush through. Connector removed and new one opened.